Event description:
It was reported that prior to the implant procedure, this pacemaker was interrogated, a code 1003 was found, which is indicative of battery voltage too low for the projected remaining capacity. This pacemaker will be return for analysis. No patient involved.